Event description:
The catheter was placed in the pt's right arm antecubital 15 days prior to date of event and was indwelling for six days prior to the event. The catheter ruptured near the oval disk while in use. The catheter was removed with forceps. The syringe used to flush the catheter was a bd 2ml syringe. There was no adverse effect on the pt due to this incident.